Event description:
It was reported that the bd emerald¿ syringe had black mold in it. The following information was provided by the initial reporter, translated from chinese to english: "after unpacking, the 10ml syringe was found to be moldy and black. There was also a foreign matter in the other syringe."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2011127. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through analysis of the picture, dark spots were observed in the blister packaging. The foreign spots have been identified as ink particles from the printing process used to print variable data onto the blister paper packaging. The ink is located on a printer cartridge, which must be changed periodically. When the change occurs, the operator must ensure that it is well drained and discard all the strips of product that may be spotted with ink. In this case, this changing process was not carried out correctly and therefore, the affected product resulted. Despite the fact that the high volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe had black mold in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "after unpacking, the 10ml syringe was found to be moldy and black. There was also a foreign matter in the other syringe."